Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had moisture visible behind the display screen lens. The reporter indicated that there was no noted damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2014 with the following findings: a pump leak test was performed and the pump was found to be leaking from the display lens seal. The pump was powered on and the display screen was found to be dim and red in color.